Event description:
It was reported during an atrial fibrillation (afib) procedure, there was a pericardial effusion that made the patient hypotensive. A pericardiocentesis was performed. Upon request, additional information was provided on the event. This event was life threatening. The physician had gone transseptal and was shooting veinograms. According to the physician, the sheath came back into the right atrium. He attempted to advance the sheath back into the left atrium and it slid up the septum and punctured the roof of the right atrium. A pericardiocentesis was performed and medication was given. The patient required extended hospitalization. The patient had completely recovered before being discharged from the hospital. The causality of the adverse event was procedure related. There were no other factor(s) that might have contributed to the tamponade event. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signal(s). No ablation applications were delivered to the patient before the event. The flow setting was set to 2ml/min. The sheath used was the st. Jude sl1. The act was maintained at 300-350 during the procedure.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: carto 3 system, model #: m-4800-01 , serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Coolflow pump model #: m-5491-02, serial #: (B)(4). Webster 4 pole catheter, model #: d-1086-729-s, lot #: unknown_d-1086-729-s. (B)(4).